Event description:
As reported by the user facility ((B)(6)): as customer (nurse) is firmly stating: pt first rec'd leucovorin (800 mg in 500 ml nacl) by "problematic" pump on (B)(6) from 11:30 h to 13:30 h. Everything went well. After that, nurse prepared bolus of 800 mg of 5fu in syringe which was administrated to pt directly from syringe. After that, nurse set up bottle of 4.8 g 5fu in 1000 ml 0.9% nacl, set up pump and pump accepted given figures, volume to be infused (1000 ml) and time (46 hrs), not delivery rate. She started pump and everything seem to be normal. There was no any technical problem when starting infusion. When she went back to room (after 16:00 hrs) to check up pt condition she found infusion is ended and total volume already infused, pt as well as pt room-mates confirmed that pump did not give any signal / alarm during those three hrs. Pt is currently, due to high cardio toxic effect of high dose of 5fu rec'd in such short time, in cardio ICU in critical condition. On (B)(6) 2013 update - affected pt is getting better although still in cardio ICU. His life is not any more in danger. Please refer MFR report # 9610825-2013-00126.